Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the reload was put over tissue and was tried to fire and a strange sound was heard and the handle popped. Nothing happened to patient tissue. The device and reload were pulled out and a new device and reload were opened.